Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and stated the device delivered the therapy due to the device programming. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.